Manufacturer narrative:
Issue was discovered during testing. Device evaluation : one pneupac device was received for investigation. After review of the device event history log, there was no evidence to support the report alarm failure. However, upon functional testing it was determined that the relief alarm pressure block was damaged. Based on the evidence and testing, the complaint was confirmed. The problem source of the event could not be identified.

Event description:
Information was received indicating that "high pressure alarm failure" occurred to a smiths medical pneupac® parapac® ventilator. There was no reported patient involvement or adverse effects.